Event description:
In 2008 the pt reported she has received several occlusion messages on her insulin infusion device. She stated when she changed her infusion set tubing this morning she received another occlusion message. She stated this is the second batch of infusion sets she has tried. To troubleshoot, the pt was instructed to disconnect from her device and prime through the tubing. An occlusion error was received. She was then instructed to detach the tubing and prime through the adapter which went through without error. The pt called back the same day and stated she continues to receive occlusion messages. She expressed concern about her infusion device. The pt was advised to switch to her backup infusion device to determine if that would resolve the issue. The pt declined. The pt was sent a replacement infusion device and she said she will use injection therapy until she receives the new device. On f/u with the pt the following month, she said her blood glucose reading one month prior was 512 mg/dl with her target range being 70-120 mg/dl. Symptoms were dizziness, elevated pulse, and lightheadedness. She said she treated her reading by changing her infusion set tubing and bolusing through her infusion device. She stated she had not yet received the replacement infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.